Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device delivered an unintended amount of insulin between 0.3 and 0.8 units. The infusion device switched to the quick bolus menu and delivered the unintended insulin.